Manufacturer narrative:
No unexpected display anomaly or button error alarm was noted during testing. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, a broken reservoir tube lip, scratched reservoir tube window, a cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 250 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.